Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# v005693, implanted: (B)(6) 2006, explanted: (B)(6) 2010, product type: lead. Product ID: 3095-10, serial# (B)(4), implanted: (B)(6) 2006, explanted: (B)(6) 2010, product type: extension. (B)(4).

Event description:
The consumer reported that the health care professional (hcp) had to do surgery again because there were problems with the wires. The indication-for-use (IFU) was urinary dysfunction/sacral nerve stim. No outcome or intervention was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.